Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the reporter contacted animas on 01/07/2013 stating that the battery cap was replaced on the pump, and the problem was resolved. It could not be confirmed whether there was damage to the original battery cap as the patient no longer had the cap.

Manufacturer narrative:
: During investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The black box data showed dates from 10/17/2015-10/27/2015-1/1/2007-11/19/2015. The available history showed no evidence of an intermittent power issue. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was able to fully attach on to the pump. The pump was then exercised for 24 hours with no power issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow up # 3 date of submission 12/29/2015: the statement of the battery compartment being cracked was added in error. No defect was found to the battery compartment or pump casing.